Manufacturer narrative:
The customer¿s report of a cracked filter was not confirmed; however, the report of a leaking filter was confirmed. The extension set was visually inspected; no crack was noted on the filter and no other anomalies were observed. Functional testing via gravity and pump infusions resulted in drops leaking from the filter vent closest to the intake port. Pressure testing also confirmed the leak. The root cause of the filter vent leak was not identified.

Manufacturer narrative:
Gtin/UDI number for item 10013902, lot 17016935 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿ alaris smartsite low sorbing set was infusing on an infant for minimum of 24 hours with cracked filter (see photo). Leak was not immediately observable as the leak was touching cloth diaper pal transducer support which absorbed the leaking fluid. At time of discovery the diaper was significantly saturated. IV rate of 1 ml per hour. A large number of medications had been given through the line. Infant tolerated leaking tubing without incident and the tubing was change out with new tubing and continued with current practice. No harm was caused to the patient and infant responded quickly. " the customer later reports that the filter leak was discovered after "20+ hours".